Manufacturer narrative:
Method: no complaint devices were returned to optimized ortho by the customer. Thus, the device history files were investigated which included reviewing the ops plan, pre-operative imaging & ops acetabular & femoral guides. Results: no non-conformance were raised during the design of the acetabular & femoral patient specific guide. The design of the patient specic guides is determined to be unrelated to the failure mode of dislocation. The intended moist heat sterilisation method for sterilizing the ops patient specic instruments has been validated to achieve a sal 10-6 as per iso17665-1. There was no evidence to suggest that the ops technology provided to the primary surgery malfunctioned or was decient. As per optrsk-16 v111, the cleaning and sterilisation parameters have been validated by optimized ortho and deemed adequate to achieve sal 10-6. This failure mode is not associated with the use of ops technology in the primary surgery. Conclusion: this failure mode is not associated with the use of ops technology in the primary surgery and there is no evidence to suggest that the use of ops technology in the primary surgery contributed to this revision event. It is likely that this revision occurred as a result of patient conditions.

Event description:
Patient received primary tha procedure on (B)(6) 2019 and was revised on (B)(6) 2020. Patient received the use of the patient specific acetabular guide (k152893), femoral guide (k181061) and fha report in the primary surgery. Post-operative imaging has been requested from the reporter of this issue to compare the planned and achieved positioning of the positioning.

Manufacturer narrative:
Patient received primary tha procedure (B)(6) 2019 and was revised on (B)(6) 2020. Patient received the use of the patient specific acetabular guide (k152893), femoral guide (k181061) and fha report in the primary surgery. Post-operative imaging has been requested from the reporter of this issue to compare the planned and achieved positioning of the positioning.

Event description:
Patient received primary tha procedure (B)(6) 2019 and was revised on (B)(6) 2020. Patient received the use of the patient specific acetabular guide (k152893), femoral guide (k181061) and fha report in the primary surgery. Post-operative imaging has been requested from the reporter of this issue to compare the planned and achieved positioning of the positioning.